Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported mitral regurgitation (mr), mitral stenosis (ms), and heart failure cannot be determined. The reported mr, ms, and heart failure as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) grade 4. An xtw clip (00218u159) was successfully placed, reducing mr to grade 1. There were no device issues or patient consequences. On (B)(6) 2022, the patient returned with heart failure symptoms, an mr grade of 2-3 and a valve gradient of 7mmhg. An nt clip was implanted laterally, reducing mr to grade 2. However, the pressure gradient increased to 8mmhg. The physician is satisfied with the result. There was no device malfunction or any adverse patient effect. No additional information was provided.